Manufacturer narrative:
Section a4: correction. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted log files identified a communication fault alarm, a specific cause for this finding could not be conclusively determined through this evaluation. The evaluation of the submitted log files revealed one driveline communication fault alarm starting on (B)(6) 2020 at 11:57:22. This alarm persisted until it was cleared at 11:59:56, and no further driveline communication fault events were observed throughout the remainder of the data. Despite this finding, the pump appeared to have functioned as intended above the low speed limit throughout the duration of the submitted data. Technical services recommended to replace the modular cable and controller to potentially resolve the issue. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on (B)(4) and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer's report number: 2916596-2020-01896. It was reported that there was a driveline communication fault. There were also current drops in the modular cable noted in the log file and it was recommended to exchange the cable.